Event description:
I have been using "gum stimulators with pick" for probably longer than 6 years. I have used various different manufacturers during that time, and I don't recall having the "pick" breaking off. During the past several weeks, I purchased 120 of them in a package from rite aid drug store. During that period, 5 of the "pick" end have broken off in my teeth. One was small enough that I panicked because I felt that it was going to be swallowed. I couldn't seem to remove it and I was afraid of choking. This was the first one that broke. In using it more, I was extremely careful and didn't take a chance that a small piece could break off and possibly choke me. However, much bigger pieces kept breaking off and therefore, I decided to contact you. In my opinion, this could definitely cause someone to choke or become severely lacerated while going down the throat. I have kept all the pieces in a plastic bag along with the remainder of the gum stimulator and pick. Dates of use: I'm not sure 1st day, 2009. Diagnosis or reason for use: to floss teeth.